Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hip fx case, the surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove it. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 341850014, lot: bo1173187 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 341850014, lot: bo1173187 and no non-conformances / manufacturing irregularities were identified. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during hip fx case surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed. The product was not returned to j&j medtech orthopaedics, and no photos were provided for review. Analysis of the provided information found that the reclaim mon dist reamer 14 std was not returned for evaluation as it was left implanted in the patient. IFU-0902-00-721 rev l defines the impacted product as reusable and shall be used as instrument to implant orthopedic prostheses. The allegation of off label use can be confirmed based on the provided information. The allegation of embedded device can not be confirmed as no patient x-rays were provided to evaluate the condition. The allegation of will not hold/retain was not confirmed as the device was not returned for evaluation. The potential cause for the allegation of label use is being attributed to user as instruction for use were not followed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the available information. Therefore, the reclaim mon dist reamer 14 std would have contributed to the reported event. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 341850014, lot: bo1173187 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.